Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the 16-0044-0 4 x 4, island dressing, sterile 50/bx a50044. The patient called stating the island dressing makes his skin break out and itch, there was patient reaction reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).